Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was not able to communicate with their recharger and could not recharge their ins. The patient believed that something was wrong with the recharger but it was determined through troubleshooting that the recharger was functioning as it should. The recharger and patient programmer were not communicating with the ins and the patient had a poor communication screen on their patient programmer. The patient thinks they last recharged their ins two to three weeks ago. They were unsure of the timeline. The patient stated that they were under the impression that the batteries were supposed to last 10 years. It was reviewed with the patient that with proper maintenance and recharging that the ins would last up to 9 years. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.